Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bag of epinephrine 4mg/250 ml was hung at 2323. At 0236 the staff responded to alarms due to the patient's elevated blood pressure of 326/146 and heart rate of 119. The infusion in process was the epinephrine at 0.06 mg/kg/min; levophed and vasopressin infusions were off. The epinephrine was paused, however at 0245 the nurse observed unregulated flow of the epinephrine despite the tubing being in the pump with the door closed and the device being paused. The clinician engaged the roller clamp on the tubing and the patient's blood pressure reportedly improved thereafter to 154/65 at 2:48 am. It was noted that additional unspecified vasodilator was used to return the blood pressure to baseline; there was no lasting harm for the patient.

Manufacturer narrative:
The customer¿s report of an overinfusion after unregulated flow was not confirmed or replicated. The event was reported to have occurred on (B)(6) 2016, however the earliest date shown in the downloaded log was (B)(6) 2016. The downloaded event logs for the suspect pump module and both concomitant pump modules also do not contain any entries for the reported event. The earliest entries were from (B)(6) 2016 for both concomitant devices and (B)(6) 2016 for the suspect device. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion after unregulated flow was not identified.